Manufacturer narrative:
(B)(4). A part quote was requested. The available information indicates that the paddle set was subsequently replaced. No additional information was provided. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
A part quote was requested. The available information indicates that the paddle set was subsequently replaced. No additional information was provided.